Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event in an unknown eye described as "patient came in for a 3 month post op with an eroded exposed xen in the sub conj area. The patient had choroidal as well due to the exposed xen."

Manufacturer narrative:
Clarification to h.4.: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported the xen®45 gts protrude through at a 130 - 2 o'clock angle.

Event description:
Additional information provided affected eye is right eye.